Event description:
It is reported that the shell locking ring wouldn't expand to allow the liner to lock into place. The locking ring was impinging on a raised piece of metal on the rim of the shell. The shell, liner and screw were removed. A new shell, liner and screw were then implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.